Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during preventative maintenance, the heartstart mrx charged the defib circuit unexpectedly. There was no reported impact.